Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors broke on the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Failure analysis peformed in 2004 showed that the toggle was loose and would not open or close the scissors. This is a reportable malfunction.